Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that energy delivery level provided by their device is not as expected. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The cause of the reported issue was isolated to the therapy pcb assembly, however further root cause could not be determined. The customer declined the repair and the device was returned to the customer unrepaired per their request.

Event description:
A customer contacted stryker to report that energy delivery level provided by their device is not as expected. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.